Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure to eyes using binaxnow covid-19 ag self test on (B)(6) 2024. Per the consumer, she had reagent solution used as eye drop to her eyes. The consumer confirmed there was no harm, and no medical intervention.

Event description:
The consumer reported accidental reagent exposure to eyes using binaxnow covid-19 ag self test on (B)(6) 2024. Per the consumer, she had reagent solution used as eye drop to her eyes. The consumer confirmed there was no harm, and no medical intervention.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no contact information given. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.